Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if any malfunction code reappears.